Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse performed a gravity calibration, and the reported issue was resolved. The system was tested and ready for use.

Event description:
It was reported that during a training/demo of a da vinci-assisted surgical system, the field service engineer (fse) replaced the master tool manipulator right (mtmr) due to the mtm drifting; however, the issue remained. The training team requested the fse to investigate the mtmr drifting issue. No known impact or patient consequence was reported.